Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd plastipak¿ syringes with luer-lok¿ tips experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: when using bd 5 ml syringes, a crack has occurred several times in the syringe [...] Liquid also leaked from the crack.

Event description:
It was reported that an unspecified number of bd plastipak¿ syringes with luer-lok¿ tips experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: when using bd 5 ml syringes, a crack has occurred several times in the syringe [...] Liquid also leaked from the crack.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jan-2023. H6: investigation summary it was reported liquid leaked from a crack in the syringe barrel. To aid in the investigation, two 5ml luer lok eurographic syringes and one photo of a 5ml eurographics syringe was received for evaluation by our quality team. One sample was received in a sealed packaging blister and no defects or imperfections were observed. The second syringe had a crack 1 3/8" on the side of the barrel. The photo shows a loose syringe with a drop of an unknown clear fluid inside and a crack extending from the 2nd minor graduation line, near the zero line, down to the 4ml area of the barrel outside the scale marking area. The condition observed is non-conforming per product specification and associated with the assembly process. A device history record review was completed for provided material number 309649, lot number 9319601. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9319601 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h10